Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted there was tissue in helix, but this is not a lead failure. All electrical testing was within specified parameters. The helix extended and retracted and within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant when the pacing lead was first positioned the measured values were acceptable, but the physician was of the opinion that it could be possible to find a better location. The pacing lead was unscrewed again and relocated. After several positioning attempts the pacing lead exhibited extremely low sensing values in each position and there was difficulty placing the lead. The pacing lead was removed and tissue was observed in the helix. The tissue was unable to be removed even after the helix was unscrewed. The pacing lead was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.